Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:15 pm with blood glucose of 536 mg/dl. Customer was hospitalized because diabetic ketoacidosis. Customer current blood glucose reading was 491 mg/dl. Customer blood glucose reading at time of the incident was 536 mg/dl. Customer felt ok to troubleshoot. Customer contacted their healthcare provider for blood glucose reading. Customer was treated in a emergency room. The name of the hospital was (B)(6) hospital. Hospital phone number was (B)(6). Customer was throwing up, customer was still in the hospital. Customer was wearing the pump at time of hospitalization. Customer stated infusion set was changed on (B)(6) 2017. Customer stated the insulin was not coming out. Customer stated the drive support was normal. The tube had kinks. Customer was disconnected. The infusion set was changed every 5/7 days. Customer stated there was some blood on the cannula. Customer stated the insulin was normal. Setting and high pressure test were not checked. Products will not be returning for analysis.